Event description:
It was observed that during the device evaluation, the flex video scope exhibited u plug unit defective, causing the image to become blurred, indistinct or noisy. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: u plug unit defective, causing the image to become blurred, indistinct or noisy. Based on the results of the investigation, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.